Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed as the lot information was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during therapy. Gts had the home patient (hp) turn on the machine. Gts checked the alarm log, and found a system error 2240 from (B)(6) 2010. Gts explained that a large amount of air had entered into the disposable set. The hp stated he was woken up by the alarms and closed everything up, disconnected from the hc, and discarded the supplies. The hp could not remember if there was a leak or anything. Gts suggested the hp call when he was having the alarm so baxter could troubleshoot. Product surveillance contacted the hp and they stated that they did not have any idea what might have caused the alarm. All the supplies looked okay and he did not note any defects. The lot number was unknown, and no sample was available. The hp notified his nurse. The hp was continuing therapy without complications and said he was feeling fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.